Event description:
Same case as 2134265-2014-06649 and 2134265-2014-06663. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the physician conducted an intravascular ultrasound (ivus). The motor drive unit was used in conjunction with an unspecified imaging catheter and a sled. Upon connecting the imaging catheter to the motor drive unit, the lab showed that the console could not make the automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as 2134265-2014-06649 and 2134265-2014-06663. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the physician conducted an intravascular ultrasound (ivus). The motor drive unit was used in conjunction with an unspecified imaging catheter and a sled. Upon connecting the imaging catheter to the motor drive unit, the lab showed that the console could not make the automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Corrected: date of this report - corrected from (B)(4) 2014. (B)(4).